Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler jammed and overlapped; it could not fire.

Event description:
It was reported that the stapler jammed and overlapped; it could not fire.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73m1700330 was manufactured on 12/15/2017 a total of 6,000 pieces. Lot was released on 12/29/02017. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was received with adhesive material on the frame and its trigger partially engaged. The stapler was received with 27 staples left in the cover block indicating that at least 8 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger cycle was completed. Upon full engagement of the trigger, the first staple was able to properly form and release from the device. On the second attempt, the staple was able to properly form but was unable to release from the device. Another attempt was made with the same result. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "staple jammed" was confirmed based upon the sample received. Upon functional inspection, 3 of the 27 remaining staples were able to properly form but were unable to release from the device. The anvil from the returned sample was put into a functioning lab inventory stapler and upon functional inspection, the stapler formed and successfully released three staples. Similarly, the anvil from the lab inventory stapler was put into the returned stapler and upon functional inspection, the stapler formed and successfully released three staples. The returned sample was then reassembled with its original anvil and three staples were able to properly form and release. To simulate insertion into the skin, three staples were successfully fired onto a simulated skin foam pad. The stapler was returned with 27 staples left in the cover block indicating that at least 8 staples were fired by the end user. No errors could be found in the assembly. It could not be determined what prevented the 3 staples from releasing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.